Event description:
The patient reported an infection. Cultures were obtained which confirmed an infection of pseudomonas, antibiotics were prescribed, and an explant procedure was performed on (B)(6) 2025.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out. However, multiple tunneling attempts were performed between the two incisions. The stimulator is used to treat pain. The cause of the infection is due to a surgical issue as multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.